Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas 8000 ise module. The customer noted they had quality control failures and after calibrating the ise system, control discrepancies were still observed. The first patient sample resulted in sodium values of 123 mmol/l, 130 mmol/l, 127 mmol/l, and 131 mmol/l. Electrodes and sipper tubes were replaced. Conditioning maintenance was performed. Ise checks, re-calibration, and controls were run. After replacing the electrodes, the ise check greatly improved. The field service engineer checked and cleaned the ise module. Performance improved after this action. Calibration, controls, and precision studies were acceptable. The customer provided data for two additional patient samples with discrepant sodium results. An aliquot of the second patient sample initially resulted in a sodium value of 133 mmol/l on (B)(6) 2026. The sample from the primary tube was transferred to a false bottom tube and measured twice, resulting in sodium values of 133 mmol/l and 142 mmol/l. The sample was tested on an abl blood gas analyzer, resulting in a sodium value of 139 mmol/l. An aliquot of the third sample was tested twice, resulting in sodium values of 126 mmol/l and 126 mmol/l on (B)(6) 2026. The sample was tested again, but no value was measured due to a sample clot. The sample from the primary tube was transferred to a false bottom tube and measured, resulting in a sodium value of 134 mmol/l. The sample was tested on an abl blood gas analyzer, resulting in a sodium value of 134 mmol/l.

Manufacturer narrative:
The field service engineer checked and cleaned the analyzer. Performance improved after these actions. Calibration, controls, and precision studies were acceptable. The engineer later returned and replaced the ise assembly. Incubation water exchange maintenance was performed and reagents were primed. The system was checked for leakage. Calibration and controls were acceptable. No further issues were reported by the customer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.